Event description:
Device would not reel out following deployment in the femoral artery. Unable to remove sheath from femoral artery at time of deployment. Required surgical removal by a vascular surgeon resulting in one day hospitalization.